Manufacturer narrative:
The product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported difficulty with night driving following an intraocular lens implant procedure, right eye. She reported, good vision at all distances; however, she noted seeing starbursts with headlights, streetlights and porch lights. She will consult with a healthcare provider. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the right eye.